Manufacturer narrative:
One level 1 hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection of the unit the enclosure was heavily stained in the water tank, cracks to covers were noted and the line cord was found torn. The tank was filled with water, the temp check was attached, line cord was plugged in and the unit was turned on; confirming complaint of the bad lcd. Based on the evidence, the root cause was found due to damage to the screen.

Event description:
Information was received indicating that the lcd to a smiths medical level 1 hotline 3 blood and fluid warmer was reported to be bad. There were no reported adverse effects.